Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported images are very dark. User tried several different probes. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of images is very dark was confirmed: ¿poor image quality¿ the unit was powered up and the customer provided probe was connected. The image quality indicated that there were dropouts, there is an internal failure within the probe, a known good probe was connected up to the unit and the image appeared normal. The root cause of the reported failure was identified as an internal failure within the probe.

Event description:
It was reported images are very dark. User tried several different probes. No other information was provided.